Event description:
The customer reported via phone call that they were experienced low blood glucose level. The customer¿s blood glucose level was 49 mg/dl at the time of the incident. Customer was treated with food. Customer did not provided any information about the symptoms due to low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Auto mode was not on at that time. Troubleshooting was declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.